Manufacturer narrative:
This is report 1 of 5 filed for this event. The device remains implanted in the patient.

Event description:
The patient underwent a coil embolization procedure for an un-ruptured aneurysm at junction of internal carotid artery (ica) and ophthalmic artery (opha). Four coils (subject device) were deployed and a stent was deployed at the neck of the aneurysm because the coil protruded and migrated into the parent vessel. The physician was not able to identify which one of the four coils protruded and migrated, but all four coils deployed with no issues. The stent was deployed to seat against the vessel wall; however, the distal end of the stent did not expand completely. During advancement of a microcatheter and guidewire to expand the distal end of the stent, a hemorrhage occurred between the distal of the stent and ic-top. The physician attempted to stop the bleeding with a balloon and neutralize the effect of the heparin, but the bleeding did not stop and a craniotomy procedure was performed. In the physician¿s opinion, the hemorrhage may have been caused by a perforation of the vessel either by the stent, guidewire or microcatheter; however, he was not sure about which device. It was reported that the patient passed away due to the hemorrhage approximately 14 days post the index procedure. No further information is available.

Manufacturer narrative:
Manufacturing date ¿ added. Expiration date - added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The cause of the reported issue could not be definitively determined.

Event description:
The patient underwent a coil embolization procedure for an un-ruptured aneurysm at junction of internal carotid artery (ica) and ophthalmic artery (opha). Four coils (subject device) were deployed and a stent was deployed at the neck of the aneurysm because the coil protruded and migrated into the parent vessel. The physician was not able to identify which one of the four coils protruded and migrated, but all four coils deployed with no issues. The stent was deployed to seat against the vessel wall; however, the distal end of the stent did not expand completely. During advancement of a microcatheter and guidewire to expand the distal end of the stent, a hemorrhage occurred between the distal of the stent and ic-top. The physician attempted to stop the bleeding with a balloon and neutralize the effect of the heparin, but the bleeding did not stop and a craniotomy procedure was performed. In the physician¿s opinion, the hemorrhage may have been caused by a perforation of the vessel either by the stent, guidewire or microcatheter; however, he was not sure about which device. It was reported that the patient passed away due to the hemorrhage approximately 14 days post the index procedure. No further information is available.